Event description:
Pt was to receive a video capsule endoscopy (vce) after colonoscopy in endoscopy recovery room. When administering pillcam it was noted that it was not flashing indicating it was not working properly. A different pillcam was retrieved and given to patient.